Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and reviewed the system log files. Upon troubleshooting, the fse identified that the host pc was not booting up and replaced it. Log file analysis identified a graphic card error in the host pc. Further testing of the returned host pc found that the front power button was also defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was not clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.